Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. The complaint history review was not performed because no lot information was provided. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the partial clip movement. The cause of the reported migration (partial clip movement) associated with the instability appears to be due to challenging patient anatomy (leaflet prolapse). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4+. A bi-leaflet prolapse was present. Two clips were implanted, reducing mr to a grade if 1-2. On (B)(6) 2022, transesophageal echocardiography (tee) was performed at a follow up procedure. However, it was observed mr had increased to a grade of 3+ and the nt clip was seemed unstable on the leaflets. No additional information was provided.